Event description:
It was reported that during a transurethral needle ablation of the prostate the needles on the prostiva handpiece failed to retract. It was noted that the handle felt limp and inoperable. The pt's urethra was torn and required a larger than usual catheter to stop the bleeding. On follow-up, the pt had no lasting adverse effects.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.